Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/20/2024, it was reported by an arthrex subsidiary employee via email that two ar-2324bcc biocomposite swivelock sutures became loose and broke off the anchor post operative. This resulted in a revision surgery on (B)(6) 2024. No further information was provided. Additional information requested.

Manufacturer narrative:
Additional information: b5, d6a, g4, h3, h6.

Event description:
Additional information received on 5/30/2024: the original surgery date is estimated to be in (B)(6) 2023, the exact date is unknown. The revision surgery was completed using products from another manufacturer. Additional information received on 6/11/2024: two ar-2324bcc biocomposite swivelock were removed during the revision surgery